Event description:
Dentist reported his assistant had poured some cidex plus into a glass jar that catches steam from his steam sterilizer as a deodorant. When steam is exhausted from the sterilizer, it is visible in the air and over the jar. Since the use of cidex plus in this manner, the entire staff has noticed coughing and headaches. One of the staff has also experienced sneezing. The msds was faxed to the customer.pt sought medical attention by a doctor, and was diagnosed with bronchitis, and she states that it was not a pre-existing condition. She wwas prescribed antibiotics. She states that she is ok now, but still has a dry cough.